Event description:
Analysis of a lead that was explanted prophylactically identified that the lead assembly was returned for analysis in four pieces without the lead electrodes. Both lead coils have pitting which was determined to be a result of the generator not being programmed off during explant. There was fluid in the inner tubing. An abraded opening was identified in the inner tubing which was attributed to wear of the lead.